Event description:
Insulin IV bag 100 units/100 ml was set up and connected to pt. When the pump was turned on, it alarmed. The alarm message displayed was close door - safety clamp open, which continued to alarm. The tubing was removed from the pump module; however, it was determined pt received a bolus of 70 units of insulin within a few mins. The pt was treated with dextrose and blood glucose levels were maintained. There was no known harm to the pt, and the pt was discharged on (B)(6) 2020. It was determined following the event that the sear latch on the pump module door was completely missing. When the tubing was removed from the pump, the safety clamp on the IV administration tubing set was not activated back into the closed position because the sear was missing.